Manufacturer narrative:
This lead has not been returned; therefore, a technical analysis cannot be conducted. Without a returned lead it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead dislodged in coronary sinus following the first procedure. Attempt was made to reposition the lv lead, but failed due to the patient anatomy. The procedure was abandoned. No additional adverse patient effects were reported.